Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging on (B)(6) 2016, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring "high" on the blood glucose meter (=600 mg/dl) with symptoms suggestive of hyperglycemia of nausea, vomiting, confusion and large urinary ketones. The health care provider had made adjustments to the patient's basal rate. The patient's diabetic health team was contacted by telephone for treatment guidance. The patient was given insulin via the insulin pump for treatment of the hyperglycemia as well as other treatment that was not detailed by the reporter. Troubleshooting identified other diabetes management issues as contributory factors to the patient's elevated blood glucose. Animas customer technical support referred patient back to the health care provider for diabetes management. The patient was discontinued from insulin pump therapy using the subject pump at the insistence of the health care provider. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy with accompanying issues of diabetes management and was discontinued from insulin pump therapy at the insistence of the health care provider.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: review of the black box and download history revealed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no activity outside of normal use observed in the data. The pump was exercised for 24 hours without failure or malfunction. The pump passed a delivery accuracy test and was found to be delivering within the required specifications and as programmed. Investigation did not confirm nor duplicate the alleged issue.